Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Physician discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using the ruby coil detachment handle (handle). During the procedure, the ruby coil pusher assembly became lodged in the handle mechanism. The procedure successfully continued using a new handle. There was no report of an adverse effect to the patient.